Manufacturer narrative:
Product returned and follow-up MDR initiated. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID #: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using om.-10000, after the one branch anastomosis was completed, the position was changed and the nozzle was spun, but it could not be fixed. They tried it many times, but the same phenomenon occurred. Although it has been used many times, it is the first phenomenon. Finally, using a stabilizer from another company, the procedure was completed without any problems.

Manufacturer narrative:
Updated sections: d4-updated to reflect UDI#, g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The device was evaluated for mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was unable to be secured in position when the knob was turned clockwise. The knob failed to tighten the arm. Based upon these findings, the reported failure mode ¿mechanical issue¿ was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using om.-10000, after the one branch anastomosis was completed, the position was changed and the nozzle was spun, but it could not be fixed. They tried it many times, but the same phenomenon occurred. Although it has been used many times, it is the first phenomenon. Finally, using a stabilizer from another company, the procedure was completed without any problems.

Manufacturer narrative:
Trackwise ID # b)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using om.-10000, after the one branch anastomosis was completed, the position was changed and the nozzle was spun, but it could not be fixed. They tried it many times, but the same phenomenon occurred. Although it has been used many times, it is the first phenomenon. Finally, using a stabilizer from another company, the procedure was completed without any problems.